Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7959 bard ptfe felt experienced a material split, cut or torn. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6) year-old male with weight not provided. The 7959 bard ptfe felt was not returned to the manufacturer limiting investigation.